Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that each application lasted 5 seconds; there were 39 pulsed field applications and 16 radiofrequency applications in total.

Manufacturer narrative:
Product event summary: the data files and the afr-00001 catheter with lot number 0013152206 were returned and analyzed. Two images were returned from the field and were reviewed: the first image showed the catheter side port irrigation tubing was kinked. The second image showed a foreign material inside the catheter lattice. The log files returned from the field were analyzed. The reported "catheter kink and material trapped in tip " was not observed in the log files. Two more image files were returned. The first image file showed the catheter handle with irrigation strain relief tubing kinked. The second image file showed foreign material trapped in the tip/lattice of the catheter. During external visual inspection a kink was observed on the irrigation tube and foreign material was observed in the lattice sphere. The returned catheter passed the shorts test. No errors were triggered. The returned catheter passed the mapping test. No errors were triggered. During inspection of the handle segment, the irrigation lumen was observed to be kinked/twisted. In conclusion, the clinical issue (stroke) occurred during the procedure with no indication that the adverse event was r elated to the performance or a malfunction of the product. The reported clinical issues cannot be assessed through data analysis. The reported issues (kink and material in tip) were confirmed though analysis. The catheter failed return inspection due to the irrigation lumen was kinked/twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter in a cardiac ablation procedure, the side port of the catheter was found to be significantly bent due to rotation and manipulation, which may have caused an interruption of saline flow during catheter cooling in radiofrequency applications. After removal of the catheter, a thrombus was observed on the tip. The procedure itself was completed without complications, and there was no impact on the procedure from the device issue. It was then reported that the patient experienced right-sided hemiparesis and aphasia upon awakening from general anesthesia. Computed tomography angiography of the head and carotid arteries revealed an ischemic stroke of the middle cerebral artery. The patient was immediately referred for thrombectomy, which was performed without complications, and the thrombus was removed. After the procedure, the patient¿s condition improved, with restoration of limb function, though speech difficulties persisted and rehabilitation was likely required. The patient remained hospitalized under observation. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during use of the sphere catheter in a cardiac ablation procedure, the side port of the catheter was found to be significantly bent due to rotation and manipulation, which may have caused an interruption of saline flow during catheter cooling in radiofrequency applications. After removal of the catheter, a thrombus was observed on the tip. It was then reported that the patient experienced right-sided hemiparesis and aphasia upon awakening from general anesthesia. Computed tomography angiography of the head and carotid arteries revealed an ischemic stroke of the middle cerebral artery. The patient was immediately referred for thrombectomy, which was performed without complications, and the thrombus was removed. After the procedure, the patient¿s condition improved, with restoration of limb function, though speech difficulties persisted and rehabilitation was likely required. The patient remained hospitalized under observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.